Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin leaked from the reservoir and had four faulty reservoirs. The customer stated that she could not remember what happened to others because it has been over the years. The blood glucose reading was 136mg/dl. No further information was provided.